Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited a high out-of-range shock lead impedance measurement which was detected via patient remote monitoring system. Additional information indicated that a device check was done and the lead looked fine as stated by the field representative. However, the cause of the observation was not conclusively identified. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated, should additional information become available.

Event description:
Boston scientific received additional information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead delivered (B)(4) inappropriate shocks and recorded a code 1005 indicative of an open circuit. At this time, no intervention has taken place. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that defibrillation threshold (dft) testing was performed. The patient was induced and successfully converted at 26 joules with an impedance measurement of 92 ohms. At this time, no further intervention is planned. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Approximately one year later this device was explanted for normal battery depletion and returned.